Event description:
It was reported by the rep the device was used in a breast biopsy. It was reported the metal part which connects to the micromark clip broke off in the pt, and remains in the pt's breast. The clip was used in a p1175 probe.